Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient had presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead had exhibited low pacing impedance. The impedance of the rv lead was reported to have stabilized for the time being. No interventions were performed, and no patient consequences were reported.